Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the pump's black box showed evidence of one call service 064 motor error on (B)(4)2016. A replace battery alarm was observed after the clearing of the call service 064 motor error. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.